Event description:
It was reported that a (B)(6) 2005 MRI and CT performed (B)(6) 2005 showed extensive lumbar degenerative disease. On (B)(6) 2006, a pre op 2 v chest x-ray showed ¿no acute pulmonary disease is identified, there is ankylosis at the mid to lower dorsal spine with moderate to severe osteophyte formation off the anterior vertebral body though this regions.¿ on (B)(6) 2006, the patient presented pain and weakness in his legs that occurred when standing and walking; weakness in his legs, and diminished range of motion. Preoperative MRI and CT studies revealed extensive degenerative changes throughout lumbar spine. Per the operative report the patient underwent surgery for total laminectomies from l3 through l5 and subtotal laminectomy of l2; sub articular decompressions at l2-l3 and l3-l4; bilateral l4-l5 and l5 ¿s1 facetectomies and diskectomies; transforaminal lumbar interbody fusions at l4-l5 and l5-s1 with precut, allograph, cortical-cancellous bone graft; posterolateral fusions from l2-s1 with infuse bone graft plus morselized, autogenous, local bone graft; segmental fixation from l2 to s1 with blackstone pedicle screws and rods; and a repair of complex dural laceration at l5 on the right with watertight closure. Concerning the infuse use ¿¿.. I then decorticated the transverse processes, facet joints at l2-l3 and l3-l4, and sacral alae bilaterally. Appropriate length rods were then cut, bent into lordosis and then secured to the screws heads from l2 through s1. I then placed infuse bone graft in the posterolateral regions from l2-s1. This was followed by morselized, autogenous, local bone graft¿.. There were no significant complications during this case¿. Per the discharge notes the patient ¿did require transfusion secondary to intraoperative blood loss and postoperative wound drainage¿. On (B)(6) 2006, the post op lumbar spine x-ray 2v report stated ¿these show pedicle screws placed at five contiguous levels believed to be l1, l2, l3, l4, and l5. Alignment and position appears good. ¿ starting (B)(6) 2006, the patient complained about greater soreness/pain along with a headache - these symptoms seem to lessen by (B)(6) 2006. On (B)(6) 2006, a 4v lumbar spine x-ray report stated that ¿four views of the lumbar spine show pedicle screws as s1, l5, l3, and l2 with good alignment and position apparent. Bilateral laminectomies are seen at these levels. On (B)(6) 2006, the patient was discharged from hospital. There is a reported bil knee replacement in 2011. On (B)(6) 2012, the patient presented bilateral hip pain. On (B)(6) 2011, the patient presented l1-2 possible discitis with sever chronic lumbago. The patient underwent surgery for a ¿right l1-2 microlaminotomy for disc biopsy and culture.¿ per the operative report ¿ ¿an incision was then placed over the l1-2 interspace. Sharp dissection was completed through the lumbodorsal fascia, and the paraspinous muscles were then reflected laterally to maximize exposure of the right l1-2 interspace. The laminotomy was drilled using a 4-mm diamond drill. The ligamentum flavum was then removed using the #1 and #2 kerrison punches. Once this was completed, this revealed the thecal sac as well as the exiting right l2 nerve root. The l2 nerve root was reflected medially. The disc was inspected. There was absolutely no evidence of pus or unusual fluid. There was a significant amount of what seemed to be reactive scar tissue in the spinal canal. Scar tissue was separated from the thecal sac in tedious fashion using the ball-ended resector. Portions of disc material and a portion of scar tissue were removed for biopsy and culture. There was an anular defect from which further disc material was removed for further culture¿ there were no complications with this procedure.¿ during the patients surgery, a radiological examination was conducted which ¿¿again noted is anterior wedging at the l1 vertebral body with very prominent inferior anterior spurring at this interspace level. On (B)(6) 2013, the patient presented chronic low back pain with ¿new onset bilateral hip pain¿. States it worsens after sitting in a massage chair or after chiropractor treatments. ¿this is a (B)(6) male who underwent a previous right l 1 to microlaminotomy for possible discitis. There was no growth of the sample. He has returned to my office because he has been having severe pain in his left buttock area. Repeat MRI of his lumbar spine shows a previous fusion from l2-s1 as well as severe disc degeneration at l 1-2, and severe stenosis at l 1-2. This stenosis likely reformed because of the severe pressure on the joint just above the long fusion.¿ on (B)(6) 2013, the patient presented central canal stenosis of l1-l3. The patient underwent a ¿left l1-2 microlaminotomy for decompression of the central canal. Per the operative report:¿ ¿. An incision was then placed over the l1-2 interspace on the left. Sharp dissection was completed down to the appropriate interspace. The laminotomy was then drilled using the 4-mm diamond drill. The ligamentum flavum was then removed using the ball-ended dissector as well as various kerrison punches. Once this was completed, there appeared to be reasonable decompression of the thecal sac. A surgical drain was left in the surgical site¿there were no complications with this procedure.¿ during the patient¿s surgery, a radiological examination was conducted which showed the ¿¿ pedicle screws are noted from the 2nd interspace level through the l5-s1 level with posterior communicating rods and laminectomy changes. At l1-2, there is an anterior wedge fracture with significant degenerative spurring anteriorly. There appears to be mild gibbus deformity at this level also¿¿ on (B)(6) 2013, a follow¿up a wound check occurred ¿ 1 week post op left l2-2 ml. Minor incisional pain and complaints of itching around incision. Patient says the pain is worse when lying on back and hard surface. ¿incision looks good no drainage. No edema or redness. Steri strips intact. Jp drain scant amount of pink drainage. Superficial skin around incision was irritated and had raised red bumps. Gait is steady and he is alert and oriented x3.¿ on (B)(6) 2013, a 6 week follow up exam was held. The patient reported ¿that his symptoms for which he had surgery are much better than before surgery and he is very pleased. He continues to have chronic low back to hip pain. He feels that the remaining symptoms are very tolerable. His incision is well-healed. Because he is doing rather well, he may follow up with me on an as-needed basis.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.